Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Ap cervical x-ray shows posterior and anterior fixation. 2008 - multiple myelogram CT studies show acdf plate with laterall mass vertex screws. No evidence of intradural pathology. 2009 - MRI shows right foraminal mass effect on cord, c7 root. 2012 - CT angiogram and MRI not available for review.

Event description:
It was reported that the patient presented with persistent pain in his lumbar area, and pain in the center of his neck between the shoulder blades, and also in the occipital area between his neck and the occipital area of his skull. The patient has pain radiating down both arms, but mostly in the right elbow. MRI and plain films indicated pseudoarthrosis of c5-6 with nerve root compression on the right side. The patient underwent a posterior approach, c5-c6 bilateral laminotomy and lateral release, and posterolateral fusion with rhbmp-2/acs and posterior instrumentation. No complications were noted. Ten (10) days post-op, the patient presented with post-op fevers, neck pain, nausea and vomiting. Per the consult notes, "two days after discharge home the patient started to develop fever and chills as well as diaphoresis. He developed nausea and vomiting but no diarrhea. He was rather constipated. Subsequently the patient developed hiccups that have been intractable. ... He has been noted to have mild erythema at the surgical incision at the surgical spine but no purulent drainage. His neck has been somewhat tender. ... Some chest discomfort and this is substernal. ... Lab work has revealed mild elevation of the amylase and lipase. The patient underwent urinalysis and blood cultures that were negative. ... Blurry vision and occasional dizziness ... Stiff neck, some shortness of breath. Patient has developed some productive cough with mild yellowish sputum. ... Some loss of sensation bilaterally on the thighs." At 17 days post-op, the patient presented with right arm weakness. A MRI without contrast was interpreted as follows: "severe spondylosis c5-6 level with disc space narrowing and degenerative endplate signal. Small signal alteration within the upper cervical cord, posterior to c2 measuring 0.6 x 0.2 cm, may represent a tiny spinal cord cyst. Other etiologies cannot be totally excluded, as contrast was not administered. Signal alteration adjacent to the posterior elements of c4-5, likely representing post surgical change/seroma. At c3-4, asymmetric uncovertebral joint spur on the left in combination with left paracentral disc herniation, resultant mild left foraminal encroachment. At c4-5, mild annular bulge, no definite foraminal encroachment. At c7-t1, mild annular bulge, slightly eccentric to the right, no foraminal encroachment." At 351 days post-op, the patient presented with numbness in the right arm with weakness in the right upper extremity. Neck pain with radiculopathy and noted atrophy of the levator scapula and trapezius muscle on the right with noted decreased sensation on the 3rd, 4th, and 5th digit on the right hand. Per the physician's notes, "it appears [patient] will have permanent neurological damage." At 408 days post-op, a CT scan was interpreted as follows: "at c3-4, stable mild left lateral recess/left foraminal stenosis due to spondylosis. At c4-5, small central disc protrusion, small right anterolateral/lateral extradural defect, probably epidural scarring. At c5-6, interval ankylosis anteriorly and posteriorly, stable anterior and posterior fusion hardware. Stable, solid, satisfactory anterior fusion at c6-7. Development of an extensive anterolateral/lateral extradural defect on the right from the c6-7 through the c7-t1 foraminal levels, with foraminal expansion, particularly on the right at c7-t1. Favor epidural scarring." At 429 days post-op, an MRI was interpreted as follows: "satisfactory anterior fusion, c5-7, posterior fusion at c5-6, substantial artifact from fusion hardware. Right foraminal expansive process in the right c6-7 right c7-t1 foramina better appreciated on the recent post myelogram CT exam, probably epidural scarring/chronic inflammation." At 466 days post-op, the patient presented for an office visit. Per the physician's notes, the patient has seen an oncologist. The oncologist, at this time, feels that the problem seen on myelogram is likely due to scarring secondary to the surgery, not an oncological problem. The patient would be sent to an infectious disease specialist to evaluate for any infectious disease reasons for the possible sclerosis in the cervical spine. At 836 days post-op, an MRI was interpreted as follows: "right foraminal expansive process in the right c6-7 and right c7-t1 foramina, appearing more prominent/progressive at the c7-t1 level with associated substantial diminished t1w signal, suggesting artifact, air, metal or calcification, with associated heterogeneous enhancement, probably epidural scarring/chronic inflammation. Can't entirely exclude a low grade/indolent infectious process such as granulomatous disease." At 1978 days post-op, an MRI was interpreted as follows: "susceptibility artifact associated with anterior and posterior hardware fusing the c5-c7 vertebra. Left posterolateral endplate spurring and disc bulging at the c3/4 level creates mild to moderate spinal canal stenosis. There appears to moderate bilateral neural foramen narrowing at this level. Narrowing on the left may be moderate to severe. Uncovertebral and facet osteoarthropathy. Susceptibility artifact degrade visualization of the right lower neuroforamen. The expansile lytic process involving the right c7 pedicle and facet seen on CT exam is obscured by susceptibility artifact on the MRI. Only decreased signal is noted within this region on the MRI study." A CT demonstrated "an expansile lytic lesion replacing the right pedicle and facet of the c7 level. Neoplastic process must be considered. The changing findings at this level could extend to involve and narrow the right c7-t1 neural foramen. Degenerative disc changes at the c3/4 level are more prominent along the left paracentral region. There is mild to moderate spinal canal stenosis with what appears to be severe left c3-c4 neural foramen narrowing." At 1984 days post-op, an MRI was interpreted as follows: "low signal lesion in the right intervertebral neural foramen at the c7-t1 level. This is a 12mm mass which has eroded into the centrum of c7. This does not enhance so this is not a meningioma. A schwannoma is favored." A CT angiogram showed "at the c7-t1 level on the right an enhancing mass is present in the right intervertebral neural foramen. This is a schwannoma and/or neurofibroma. This is well-visualized on the sagittal and coronal images."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with the following pre-op diagnosis: cervical radiculopathy, intractable neck pain secondary to pseudo-arthrosis, lateral recess stenosis, c5- c6 and cervical disc herniation. (B)(6) 2006: the patient presented status post anterior fusion from c5 to c7 and posterior spinous fusion from c5 to c6. Findings: normal prevertebral soft tissues, mild degenerative disc disease at the level of c4-c5. The patient underwent ultrasound of the neck: the patient had recently underwent cervical spine surgery. The study was ordered to evaluate for possible fluid collection beneath the incision site, ultrasound showed no evidence of a fluid collection or other mass.